Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during a trochanteric fixation procedure, the tip of the hexagonal flexible screwdriver broke off. The procedure was successfully completed without any delay. No patient consequence was reported. This report is for one (1) 5 mm hex flexible screwdriver this is report 1 of 1 for (B)(4).